Manufacturer narrative:
The device was not returned. The report from the rep indicated that the patient still has the headache. The patient was assessed by the physician and it was determined that the persistent headache was not related to the reported csf leak. The patient continues to use the ipg to date and is under supervised care by the physician. Based on the fact that the physician allowing the patient to continue to use the implant, nevro believes that the reported headache is not device related.

Event description:
It was reported to nevro that a patient in the (B)(6) who had undergone implant surgery, was suffering from headaches. The patient was reporting persistent headaches, neck-aches and sleeplessness symptoms post procedure. The report indicated that the surgeon had punctured the dura, causing a cerebral spinal fluid (csf) leak. The patient received a blood patch and was recovering from the procedure. The patient also has been examined by a neurologist and there were no neurological issues. The device is still implanted in the patient.